Event description:
The patient received an unknown procedure using a biosure ha, 9mm x 30mm screw on (B)(6) 2012. On (B)(6) 2013 the patient received a second procedure, reportedly because of the screw. The doctor removed the 9mm x 30 screw from the patient and he found that the screw formed a granuloma and replaced it with a 10mm x 25.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).